Event description:
It was reported that the unit randomly shut down in the middle of a case and would not turn back on.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.